Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer changed pump supplies multiple times. There was no reported impact to customer's blood glucose. Reportedly, customer reverted to using another pump for insulin therapy.